Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: patient has been having elevated blood glucose (bg) levels since (B)(6) 2013. Mother reports bg of 300-500 mg/dl. Bg is currently 500 mg/dl and with some nausea and a trace of ketones. Mother has changed sites and bolused for elevations. Mom confirms all settings are correct, no changes in diet, activity, or medications. Customer support (cs) reviewed pump with mom: no associated alarms in history, tdd history correct, prime history is correct, pump has not been suspended. Cs advised mother a pump is delivering as programmed and instructed to her to follow-up with health care provider for guidance. This complaint is being reported as a patient on pump therapy experienced hyperglycemia.